Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Healthcare professional reported lymphadenopathy. Device has been explanted. This relates to the right side.

Event description:
The event of lymphadenopathy was confirmed to have not occurred.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: lymphadenopathy: unable to confirm as it is a medical event not related to the device. Additional observations: observed, observed, broken device on posterior side assessed as surgical impact opening. (Shell thickness was within specification).. Stress marks. Crease fold observed. Wear abrasion observed.

Event description:
Healthcare professional reported "lipomatous infiltrated lymph nodes in the axilla on both sides" via MRI. Device has been explanted. This relates to the right side.